Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for an insertable cardiac monitor remote check via merlin.net transmission. However, the patient was unable to send symptoms nor electrogram via transmission. The patient was stable.